Event description:
Obstetrics patient re-approximation of 2nd degree perineal laceration that had become infected and had been incised and drained. During r-sided crown stitch, sharp end of needle was unable to be kept in view with pickups. Smooth pickups used to grasp suture end of needle to back needle out of tissue. When lightly grasped suture, no needle attached. Many hours and modalities(blunt and sharp dissection, x-ray, ultrasound, CT) used to locate and remove the faulty needle and re-repair patient perineum.======================manufacturer response for suture, ethicon (per site reporter).======================requested defective device for evaluation.what was the original intended procedure?re-approximation of 2nd degree perineal laceration.device #1is this a laboratory device or laboratory test?no.